Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up arrow button was not responding. Insulin pump will be replaced.

Manufacturer narrative:
The pump had intermittent button response on the up arrow button due to moisture damage on the keypad traces. The pump was received with an air leak during the leak test, next to the belt clip rail on the battery tube side. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, a damaged keypad overlay texture, a stained serial number label, a peeling end cap address label, moisture damage on the force sensor and moisture damage on all electronic assemblies.